Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed an infection. Symptom was pain at the lead site and ribs. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed an infection. Symptom was pain at the lead site and ribs. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had developed an infection. Symptom was pain at the lead site and ribs. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.